Event description:
The sales rep reports that at the 6 month follow-up patient presented with significant calcification build up and tissue reaction surrounding 1 of 2 clips placed during a dual site st biopsy. Patient consequence of calcifications and inflammation surrounding 1 of 2 placed mammomark markers. Surgical consult taking place.

Manufacturer narrative:
(B)(4). Investigation summary: two markers were placed at the time of the initial biopsy with no known problems. The procedure was completed with no known patient hypersensitivity or immune response at that time. The IFU contains a statement in the warnings and precautions section regarding potential hypersensitivity or an immune response as: see scanned page. Several attempts to reach the treating physician have been unsuccessful. Although no known patient follow up care is known at this time, due to the potential for a subsequent procedure or other treatment intervention, we are submitting this medwatch report.